Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.